Manufacturer narrative:
The suspect product was not returned. No further information available at this time. The suspect product was not returned.

Manufacturer narrative:
Relevant retention test strips (lot 20078221) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Na

Event description:
The customer and nurse called about results that were obtained on the coaguchek xs owned by the customer. The results were 6.5 inr on (B)(6) 2015 at 11:57 am and 2.8 inr on (B)(6) 2015 at 12:02 pm . It is reported that different fingers were used. The result of 2.8 inr was reported to the doctor's office and they are waiting to hear from doctor on how to proceed. At the time of the report there was no change in the customer's coumadin. It was reported that prior to the above results the customer obtained an error 5. The patient is not on heparin or direct thrombin inhibitors. The patient does not have any antiphospholipid antibodies. It is further reported that the customer does not have any hct issues. The customer's therapeutic level is 2-4 inr. There was no adverse event alleged. The suspect product was requested and the replacement was sent.